Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no issue during the loading of both valves. The first valve was recaptured because the valve dislodged into the sinus while attached to the dcs at 80% deployment. The second valve was recaptured because the valve was placed at 0 mm on the left coronary cusp (lcc) so the physician felt the valve depth was too high.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted due to it being standard for the implanting physician. The dcs was then inserted into the patient, and the valve was advanced to the aortic annulus. The valve was then partially deployed but subsequently recaptured. While recapturing the valve, an infold was noted so the valve was withdrawn from the patient's body. A new dcs and valve were then prepared and inserted into the patient's body. The valve was then deployed at the aortic annulus but subsequently was recaptured. Upon second deployment, an infold was noted so the valve was recaptured and withdrawn from the patient's body. A third valve was then prepared along with a new dcs. The dcs was then inserted into the patient's body and valve was successfully implanted. A 20-minute procedural delay occurred due to the valve infolds.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (0013246834); product type: 0195-heart valves;  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.